Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection and delivered a correction bolus via the pump to address bg. A cartridge change was performed resolving the issue.